Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found with an unseated air in line printed circuit board on the pump head module. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be an unseated air in line printed circuit board on the pump head module. To correct the condition, the air in line printed circuit board connector on pump head module was properly reseated. If any additional information is received, a follow-up MDR will be sent.